Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Fails pressure disc sensor test- 03/12/2018 13:39:15. (B)(4). Run time .25 hrs. (B)(4). Investigation summary: report syringe fails pressure disc sensor test during the device check in was confirmed. The syringe was intermittently powered on with a message calibration required. Conclusion: report syringe fails pressure disc sensor test was confirmed, however, this failure mode was an intermittent failure. Rework: recommend replacing pressure sensor assembly part number 147482-104 and the pressure sensor harness part number 147975-102. Disposition: route to service for normal process.